Manufacturer narrative:
Analysis and repair completed by distributor.

Event description:
It was reported by the distributor that the hydraulic did not work and therefore, was exchanged. No pt involvement or adverse consequences were reported.